Event description:
The customer reported via telephone call that the insulin pump alerted for high blood glucose when the blood glucose reading was 281 mg/dl and that the sensor showed the blood glucose at 44 mg/dl when it was 91 mg/dl. The customer was advised that the sensor readings should be close but will rarely match due to how glucose travels through the body and that larger differences may occur after meals or a bolus delivery. Customer was advised on proper insertion and calibration. The customer also reported blood at the site and bent sensor cannulas but declined troubleshooting for these issues. The customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.